Manufacturer narrative:
The account found the side rail latch was gummed up with feeding material. The account cleaned the side rail latch assembly to resolve the issue.

Event description:
The account alleged the side rail would not latch. No pt impact.